Event description:
Missing items in package, including no human thrombin. Another kit obtained and procedure continued. This is one of two reported events at this facility within approximately 2 weeks.